Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the 2nd click and lock did not work. The complaint device was received and evaluated; visual inspection reveals that there are no anomalies or structural damage on the outside of the device. The stop tube was cut to verify the presence of the implants, it was found that the two implants are not inside the applier needle, neither the sutures which is a sign the implants were deployed. When performing the functional test, the red trigger was slowly depressed, it was slightly harder at the end and the click sound was not heard. The push rod assembly was not fully coming out of the needle. The procedure was repeated several times and the click now was able to be heard and the push rod was fully deployed. The trigger lock was tested for its functionality, a screwdriver was introduced inside the access port and a 1/4 counter-clockwise turn was tried, however the lock screw was not able to be turned. According with the visual inspection, and the functional test results, this complaint can be confirmed. A possible root cause can be attributed to a jamming latch and a locked torsion spring due to an excessive force applied to the trigger, however this cannot be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the second click and lock did not work on the truespan 0 degree peek device. During in-house engineering evaluation, it was determined that the push rod assembly was not fully coming out of the needle while the red trigger on the device was depressed. It was further reported that the event was observed when performing the functional test, the red trigger was slightly harder at the end and the click sound was not heard. It was reported that the trigger lock was tested for its functionality, a screwdriver was introduced inside the access port and a 1/4 counter-clockwise turn was tried, however the lock screw was not able to be turned. There was no procedure involved. No additional information was provided.